Event description:
Report received from analysis of the device that the guide portion of the device was broken. The physician had attempted to achieve arteriotomy closure with the perclose a-t (the closer ak) device following an interventional procedure. It was reported that "the suture was torn." Manual compression was held and hemostasis was achieved. The physician reported that the guide break "did not occur during the procedure or afterwards." There were no reported adverse pt effects. Though requested, no additional information was provided.